Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted-surgical procedure, a wire on the small grasping retractor instrument broke. The instrument was removed from the field and labeled as broken. The robotics coordinator was notified and the instrument was replaced with a new one. There was no report of fragments falling inside the patient. The procedure was completed without patient harm, adverse outcome or injury.